Event description:
It was reported that the 9600 system had a housing hot error message at boot up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The temperature sensor connector was reinstalled during the service call. The system was tested and found to be working as intended and put back into service.